Event description:
On 15th april 2024, rayner received notification from its distributor in the netherlands of an event that occurred following implantation of a rayone preloaded iol (model unspecified). The event description provided states that post-operatively the patient has presented with extreme pco.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that on an unknown date post-operatively, the patient presented with extreme pco. No further information beyond the initial event description has been provided to rayner. Pco due to the migration, proliferation, and differentiation of lens epithelial cells (lecs) typically occurs in the 2-5 years following implantation, while time to onset has not been specified, the suggestion is that pco occurred fairly quickly after cataract surgery. This is indicative of another condition such as fibrosis, capsular block or fibrin membrane although no definite diagnosis can be given due to the absence of evidence and information. Rayner has previously been advised by our medical consultants that there are some conditions which may make a patient more pre-disposed to certain post-operative complications - including, but not limited to: age-related macular degeneration, glaucoma, corneal decompensation, endothelial insufficiency, and diabetic retinopathy. Pco is a recognised post-operative complication affecting all iol manufacturers. "Secondary membrane", "precipitates" and "reduced vision" are listed in the "adverse events" section of rayner ifus. Rayner is liasing with its distirbutor in the netherlands to obtain additional information to facilitate further investigation.